Event description:
The customer obtained non- reproducible, lower than expected, vitros amon quality control results (136, 127, 137, 133, 136 and 119 vs. An expected result = 172.8 mmol/l) from a vitros lpvii fluid on a vitros 350 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected, vitros amon quality control results were obtained from a vitros lpv ii fluid on a vitros 350 system. An ocd field engineer performed routine service actions on the microslide incubator subsystem of the analyzer. Following these service actions, acceptable vitros amon performance was observed. The root cause of the event is most likely analyzer related due to incubator contamination. There was no evidence that a reagent related issue contributed to the event.